Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The caller did not know the blood glucose reading. The caller also stated that the customer had bent cannulas. The customer was not present at the time of the call, and the caller did not have all of the hospitalization details. Advised the caller to have the customer call us for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.